Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had recieved unexpected alarms from the pump. No other information was provided. There was no allegation of a blood glucose excursion. This complaint is being reported because the alarm issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.